Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implantable pump for spinal pain. It was reported that the handset would deliver the bolus without clicking it and they were not able to feel relief on it. The patient stated that this issue was on and off for a while and it's gotten worse for the last 3 months. The agent assisted the patient by deleting the data and reviewing information. The agent had the patient monitor and redirected it to their healthcare provider (hcp) if the issue persists. The handset was delivering bolus by itself. Additional information was provided from a consumer stated that the ptm was delivering bolus automatically by itself. The patient stated that he spoke with a company representative (rep) last week and was told to call for ptm replacement. The patient gets 3 bolus a day. The patient stated that he was not getting relief from the therapy. The patient noticed a lot more medicine left over when they did the refill and the healthcare provider (hcp) office told him to talk to a rep, and the rep told him to call the patient services. The agent asked the patient to connect with the ptm, and the patient connects to pump normally and showed lockout screen. The agent reopened the case and sent request to the repair dept for handset replacement. Agent sent an email to the rep. The agent recommended the patient consult with their hcp office if the issue persists with the ptm and consult with hcp ofc regarding therapy concerns.